Event description:
This rv lead was implanted on (B)(6) 2002 and remains implanted at this time. A call was placed to technical services on 05/17/2017 stating that atrial tachy response, looked like loss of capture with right ventricular auto capture on. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).